Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only a correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-air. Corrected brand name: base unit, servo-air . D4 - version or model # previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #.d1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000 the ventilator generated a technical error code indicating a turbine module input voltage failure. (Technical error te68) the evaluated device logs confirm the reported error at the date of reported event. The defective part was returned for further investigation. According to the provided logs, the reported technical error message appears during ventilation immediately after a power switch from battery to mains. Simulated use testing of the returned turbine passed the performed pre-use check and could not reproduce the reported failure during simulated ventilation and multiple power source switch from battery to mains. No abnormal found during ventilation for 24 hours and a new series of multiple power source switch from battery to mains. After the ventilation, the blower passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.as a precaution the manufacturer will replace the turbine.